Manufacturer narrative:
The pump has been returned to animas. Evaluation has not yet been completed. When evaluation is complete a supplemental report will be filed. No conclusion can be made at this time.

Event description:
On (B)(6) 2017, the reporter contacted animas alleging that the patient experienced a blood glucose (bg) of 328 mg/dl with extreme drowsiness associated with inaccurate delivery. Reportedly the patient remained on the pump and did not receive any treatment above and beyond the usual routine of diabetes care and management. During troubleshooting, customer technical support (cts) noted that the basal history did not match the active basal program. This complaint is being reported because the patient experienced hyperglycemia due to alleged inaccurate delivery.

Manufacturer narrative:
Device evaluation: the device has been returned and evaluated by product analysis on 06/06/2017 with the following findings: a review of the black box indicated that basal program 1 was being used. The pump was returned with the following settings for basal program 1: 0.65 units/hour at 00:00, 0.650 units/hour at 03:00, 06:00, 09:00, 12:30, 15:00, 18:00, and 21:00. The basal history for (B)(6) 2017 was unavailable for review. The basal history for (B)(6) 2017 showed a 0.00 unit/hour basal rate at 13:35 to 13:41 due to a manual suspend, and a 0.00 unit per hour basal rate at 20:20 to 20:26 due to a cartridge change. The basal history showed that the pump was running on a 0.600 unit per hour basal rate from (B)(6) 2017, at which time it was manually changed to 0.625 units/hour on (B)(6) 2017 at 20:20 and manually changed again to 0.650 units/hour on (B)(6) 2017 at 20:29. A review of the total daily dose history indicated that insulin delivery totals correctly reflected programmed values. The pump successfully completed a rewind, load, and prime sequence. The pump was exercised for 24 hours with a 2.0 unit/hour basal rate, and at the end of testing the basal history and total daily dose history were found to be accurately recorded. The pump passed delivery accuracy testing and was found to be delivering within required specifications. The keypad buttons were tested and no hypersensitivity was observed. No delivery defects were found during investigation. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. (B)(4).